Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade 3 and malposition. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ malposition: unable to observe since it is not related to the device. ¿ lump/nodule: unable to observe since it is not related to the device. Additional observations: ¿ deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade 3. Device remains implanted.

Manufacturer narrative:
Continued e.1 zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, baker grade 3 is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade 3.

Event description:
Device has been explanted.